Manufacturer narrative:
(B)(4). Batch # unk. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of these potential lots t4097u or r40t2p. Additional information requested and received: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Unknown. How was the bleeding controlled? Unknown. How much blood was lost (ml)? Unknown. Did the patient require a transfusion? Unknown. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No.

Event description:
It was reported that during an open lung procedure, thoracotomy,they used the pvs to dissect/stapler the vascular tissue. First the veins which went well, then the pulmonary artery. During this action the stapler did cut the artery but no staples which caused a major bleeding. Fortunately they were able to take action and ensure patients well being and prolonged the procedure besides the need to use other instruments.